Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and faded. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, when the pump rewind step was performed, the pump motor failed to move the piston; the pump was opened and moisture damage was observed on the pump motor flex connection. Also unrelated to display issue, a battery compartment crack was observed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and faded. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.